Event description:
It was reported that the patient with this pacemaker exhibited infection. There were no adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.